Event description:
Revision surgery for knee infection performed on (B)(6) 2022. No additional info available at now.

Manufacturer narrative:
Investigations and batch will be performed as soon as the device information will be available.

Manufacturer narrative:
On 25 august 2022 it was reported to medacta international that the device is not available.